Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient's initial surgery occurred approximately four (4) years ago.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: ep-115397, e1 44-41 std +3 hmrl brg, lot # 855930. Catalog #: 115370, comp rvs tray co 44mm, lot # 083410. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01660, 0001825034-2020-01685. Unknown if the product will be returned

Event description:
It was reported that the patient had sustained a massive bone fracture, pain and instability and underwent initial right reverse total shoulder on approximately five (5) years ago. Subsequently, the patient underwent a revision of a reverse right shoulder on about two (2) months ago, due to failure of the device when the patient was simply removing a lanyard from his neck. During this revision procedure it was noted the tray had fractured and bearing was noted to have wear. Surgeon was unable to remove the fractured baseplate and elected to remove the well-fixed stem. No complications were reported. No additional information available at this time.